Event description:
It was reported that a zero tip basket device during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the entire basket break and detached. Reportedly, it was retrieved using another basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation results: the returned zero tip basket was analyzed, and it was noted that the handle returned in good conditions. It was also noted that the basket returned detached from the sheath. Microscopic examination was performed under magnification, and it was noticed that the sheath was buckled in the middle section of the device. With all the available information, boston scientific concludes that the reported event of was confirmed. However, the investigation findings did not lead to a clear conclusion about the cause of this problem. Additionally, the manufacturing process, includes different inspections to ensure that all finished devices meet specifications. Since the device was received already open, it is not possible to determine if the problem was caused due to incorrect use of the product. All the information gathered demonstrates that the cause of the event was not manufacturing related. The observed findings of sheath bucked in the device could be related to handling and manipulation of the device during procedure; it is probable that an excess of force applied to the device such as operational factors during their use could lead to this condition. Taking all available information into consideration an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a zero tip basket device during a percutaneous coronary intervention (pci) procedure. During the procedure, the entire basket break and detached. Reportedly, it was retrieved using another basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of unexpected medical intervention.